Manufacturer narrative:
There will be no further information provided from the blog, including no customer entity, contact information, initial reporter, date of event, patient demographics, device/product information, or date of death provided. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported in a blog ((B)(6)) from (B)(6) 2018 that there were over infusions/free flow of fluids from alaris pumps within the first 30-60 minutes after initiation of the infusion. The report further stated "a month later, and there's just been a death because of this." The solution for the was to use volutrol IV sets and only place 2 hours worth of fluid into the volutrol. There was no further information on the identity of the blogger, therefore no more details of this event will be provided.